Event description:
It was reported that a patient underwent a right calf debridement and skin flap transplantation surgery on (B)(6) 2024 and suture was used. It was reported that the problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. There were no patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/9/2024. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: full UDI currently unavailable. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that it was received one opened foil packaging with one detached needle and a strand of suture pertain to the product code vcp1433h. A visual inspection was performed on returned sample, the swage and attachment area was noted to be as expected. The barrel hole was examined under 20x magnification and no remnant suture was noted, the suture insertion depth was noted to be correct. In addition, blood was found on the received suture. As per returned conditions of the sample no functional test was performed. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Per the conditions of the returned sample, no conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.